Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead also exhibited unacceptable threshold and the patient experienced phrenic nerve stimulation. The lead was repositioned and the patient was stable post procedure.